Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings:investigation revealed moisture behind the display lens. The pump powered on but the display remained blank. The pump casing was opened and there was evidence of moisture found on the display flex and display flex connector. Investigation revealed that the audio bolus button cover was missing. There was no evidence of moisture on the audio bolus button contact. Leak testing revealed a leak at the audio bolus button. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.